Event description:
A (B)(4) year old male pt had a PICC line inserted on (B)(6) 2014. The IV team was called to access the PICC. The physician order obtained to remove PICC line due to white drainage coming from insertion site and 1.5cm area of redness around insertion site and above the site. The 20cm PICC was removed intact. A tear was noted in the catheter between the 4-5cm area. Vaseline gauge with a 4x4 and a transparent dressing was applied. Confirmed via telephone the pt did fine after removal. Another PICC line was inserted at a different location. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Catalog number - unk (we do know that the device is reported to be 4fr PICC 18g .17cc). Pt code and device codes: drainage is not labeled in the IFU. Event eval: still under investigation.